Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information. Suspect hardware issue since the case description says straight suction issue. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was not aborted, and the use of navigation was not aborted. It was confirmed the information had originally been misreported. It was confirmed there was no impact on patient outcome. The likely cause of the issue was a poor trace patterns performed by the surgeon. No parts will be returned to the manufacturer because the reported issue could not be replicated by a manufacturer representative.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding a navigation system being used for a fess procedure. The hcp indicated that during registration there was no issue present, but when using the straight suction navigation was off by 3mm to the right. The accuracy was checked with other instruments (straight probe and quadcut blade) and the other instruments were accurate. The issue only occurred with the straight suction. The surgery was aborted as a result of the issue with a less than one hour delay. There was conflicting information regarding patient outcome so follow-up is being conducted to determine additional information.